Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while asleep the patient experienced 4-5 replace system controller alarms while on the power module . The patient did not indicate if they did or did not see half of the pump run symbol. The patient was unaware of several of the alarms and only remembers being awoken by two of them. The log files confirmed these alarms that appeared to be a result of intermittent backup mcu faults. This alarms also coincide with elevated pump power readings. These elevated powers may be causing drivelien faults seen in the log. The patient did have some external damage noted to the proximal portion of the driveline. The controller voltage readings while utilizing battery and patient cable appeared to be abnormally low. The patient's labs and vitals are stable. The patient was shipped an orange ungrounded cable. Related MFR: 2916596-2023-02268.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup mcu fault alarms was able to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 13 days (29mar2023 ¿ 11apr2023 per timestamp). Backup mcu faults were intermittently active from (B)(6) 2023 at 02:14:57 ¿ 11apr2023 at 02:26:54. The faults triggered the replace system controller/yellow wrench alarms to intermittently activate. The alarms cleared shortly after activating. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made requesting the serial number of the system controller, if there were any patient symptoms, if the alarms were resolved, if any products were exchanged, and if products will be returning; however, no response was received. Although it was stated that replace system controller alarms were active, the controllers were manufactured with software version 7.29 which changed the "replace controller" message to "call hospital contact." The root cause of the reported event was unable to be conclusively determined through this investigation however may be related to the reported suspect driveline damage. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms associated with yellow wrench advisory, and replace controller alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.